Manufacturer narrative:
Carefusion file identifier: (B)(4) . Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4) .

Event description:
The customer reported that while using the avea ventilator, it alarmed "circuit occlusion", "extended high peak and stop ventilating with the safety valve open. The customer stated the unit was on the patient and placed on another unit. It was initially reported that there was no harm or injury, but after further investigation, the customer reported that the patient's oxygen level desaturated.

Manufacturer narrative:
The suspect device was returned but this reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
Supplemental (B)(4) stated that no further investigation was required but at that time, an investigation was already completed for this suspect device. The suspect device was returned to carefusion's failure analysis laboratory for evaluation. The reported issue could not be duplicated in the laboratory setting so no root cause could be determined.